Event description:
The facility reported a colleague infusion pump with a malfunction of "needs new battery." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "needs new battery" was confirmed and reproduced during product evaluation by baxter service personnel. The root cause was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Similar reports have been received for the reported problem.? A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.